Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set leaked; further described as "the white piece broke away from the blue part and was just spinning around. There was fluid leaking out". This occurred while capping the patient off after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h10. The returned sample was identified as follows: d4: catalogue # of 5c4482, d1: brand name of minicap transfer set, and g4: PMA/510k # of k152675. H10: the sample was received for evaluation with no cap. A visual inspection with the naked eye noted broken occluder legs. The broken occluder legs would result in the clamp mechanism not functioning; the fluid flow would not be shut off. The reported condition was verified. The cause of the broken occluder legs could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.